Manufacturer narrative:
H3: the pipeline flex shield was returned stuck within the distal segment of the phenom 27 catheter. The distal and proximal dps res traints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield were fully opened and no dam age. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be flattened at 3.0cm to 7.5cm; and accordioned at 14.0cm to 19.0cm from the distal tip. In addition, the catheter appeared to be separated at 14.0cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed based on the returned devices, the pipeline flex shield and phenom 27 catheter were confirmed to have ¿resistance during delivery¿ and ¿catheter separation/break" and "catheter resistance¿ issues as the returned pipeline flex shield was found stuck inside the distal segment of the phenom catheter. In addition, the catheter was also found separated. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. From the damages seen on the catheter (flattening/accordioning/separating) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the phenom catheter against the resistance. However, the root cause could not be determined. Possible causes of the resistance during delivery include patient's vessel tortuosity and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the resistance and separation issues. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a phenom 27 microcatheter that had resistance with a pipeline shield and ruptured. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm. The aneurysm max diameter was 2.83mm and the neck diameter was 2.88mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and the catheter was flushed continuously with heparinized saline per the instructions for use (IFU). The microcatheter was advanced to the distal segment of the left middle cerebral artery without difficulty. The pipeline shield was then introduced and started to be advanced through the phenom microcatheter. However, considerable resistance was felt while advancing through the carotid cavernous segment, the appropriate maneuvers were performed to advance the device - loosening the tension, changing the intermediate catheter position - without success. The entire system was removed and it was noted that the phenom27 microcatheter was cut/ruptured at the distal hydrophilic end. There was no vasospasm. The catheter tip was not stuck or entrapped. There was no damage to the pipeline pushwire. Both devices were replaced to complete the procedure. There was no harm or injury to the patient.